Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. After multiple attempts, physio-control has been unable to contact the customer in order to obtain additional information about the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that whenever their vehicle would hit a bump in the road, their device would cycle power by itself. There was no patient use associated with the reported event.